Event description:
It was reported that six 512s were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket is defective. There was no consequence to the patient.